Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The unit was delivered to the customer on march 19, 2020. The lm reported that the most probable cause for the reported event is as follows: about 10 months have passed since the subject device was delivered, and it is presumed that the dx board failed because the parts on the board accidentally failed. The dx board performs sdi signal generation and output. Therefore, it is presumed that the sdi output did not function due to the parts failure related to the board. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The customer¿s complaint of "hdsdi output sdi 1 & 2 are not working" was confirmed. A test oev-261h monitor was connected to the unit and no signal was noted from the output1 and when using output 2 on color bars were flickering and noise was present. In addition, a test lx-310st monitor was used and the serial digital interface (sdi) input, signal functioned for half an hour before it dropped to an "unsynced signal" and no image. A test dx board was also used to confirm the source of issue and identified a faulty board. The cause of the faulty board cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the video system center high definition serial digital interface (hdsdi) output , sdi 1 and sdi 2 was not working. There was no report of patient involvement.